Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose (bg) value displayed as 'low' on the continuous glucose monitor (cgm). Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.